Event description:
Same case as: 2134265-2014-04591. Reportable based on device analysis completed on (B)(4) 2014. It was reported that the coil could not be pushed out of the catheter. A 3mm/7mm vortx¿ - 35 was selected and advanced to treat the target lesion. During procedure, the physician was not able to push the coil out of a non bsc catheter. The catheter was pulled back and the coil was not able to deploy. No patient complications reported. However, device analysis revealed the number of fiber bundles was below the assigned specification.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual inspection was performed. The coil was stretched and kinked. There was dried blood present on the fiber bundles making the coil fiber bundles stick together. The coil was soaked in warm water to try and loosen the blood on the fiber bundles to enable them to be counted. A microscopic inspection was performed. The apex zap tip shape and surface was smooth. The base zap tip shape and surface was smooth. The number of fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: use a catheter with minimum inner diameter of 0.038 in (0.97 mm) and a 0.035 in (0.89 mm) guidewire for coil delivery.¿ failure to comply with these instructions will result in an added resistance in the catheter and the inability to successfully deploy the coil. (B)(4).